Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and rising and high impedance were noted on the right ventricular (rv) lead. Low impedance was noted on the right atrial (ra) lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed .the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst indicated that the outer insulation was breached through out the lead. If information is provided in the future, a supplemental report will be issued.